Manufacturer narrative:
As no further information concerning this report has been received, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited shock channel noise. A request was made by the local medical facility to review device data for confirmation and recommendations. The technical review illustrated an increase in shock impedances over the last year; however no myopotentials were noted. A few fast atrial fibrillation episodes were recorded: one episode was above the vf zone cut off and therapy was inappropriately delivered based on rate. It was the final recommendation to perform testing upon the patient's return in clinic and continued monitoring via the remote system. No resulting adverse effects were observed.